Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose (bg) level was in 476 - high mg/dl. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.